Event description:
Event description: the reporter noted that the physician believed that the pericardial effusion happened when the baylis transseptal needle was put up to go transseptal. The pericardial effusion was noticed about twenty (20) minutes after gaining access with the baylis transseptal needle. It was noted that the only bwi catheter inside of the patient during the transseptal portion of the case was a soundstar catheter. The patient's blood pressure dropped and for about 10 minutes, the anesthesiologist gave the patient medication to manage the blood pressure. Due to the patient's blood pressure not getting any better, the pericardial effusion was found. The pericardial effusion was confirmed using intracardiac echocardiography (ice) and transesophageal echocardiogram (tee). The procedure was aborted. The medical intervention provided was pericardiocentesis. The patient was being transferred to the operating room (or) and it was unknown what further intervention would be performed. The last known patient status was that the patient was not stable during the time of reporting. The physician believed the pericardial effusion was caused when getting vascular access, before any biosense webster products were inserted into the heart. The reporter noted that ablation had been performed with the boston scientific farapulse system for about 10 minutes before the procedure was aborted. Ngen generator was only powered on when mapping. The octaray catheter was used for mapping on the carto 3 system and the catheter was discarded: therefore, unable to provide details about the octaray catheter. The soundstar catheter (10439236 / g9452892) was also used during the case. The soundstar catheter was available for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".